Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray. Result: suture loop, user technique. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter sent with DHR and evaluation results has been attached to file. The evaluation supports the customers report of severe tricuspid insufficiency.

Manufacturer narrative:
The surgeon explanted the magna mitral valve and implanted another co's valve. The device is being returned for evaluation. This was determined reportable per edwards lifesciences procedures. The DHR review has been started.device not returned.

Event description:
Reportedly, the device was explanted after an implant duration of .33 months due to severe insufficiency. Magna mitral valve was implanted into the tricuspid position. Ten days after the implantation, during an echocardiography examination, severe insufficiency was detected and the patient was once more submitted for tricuspid valve replacement. The cusps of the magna mitral had no coaptation, and were not moving as they should.